Event description:
It was initially reported that they were moving the pump due to pump eroding and patient felt uncomfortable. The planned to move the pump from buttock to abdomen. There was no problem with pump function. Infection was indicated later. The patient did have a mild infection at the pump site. The pump was relocated a couple weeks ago, (exact date not known to the reporter). No culture was taken. The infection had cleared up and patient was getting good therapy. Patient¿s pump was delivering the following: sufentanil 50 mcg/ml at 28 mcg/day, clonidine 444 mcg/ml at 248.5 mcg/day, and bupivacaine 5 mg/ml at 2.8 mg/day.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).